Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was implanted using a 14f amulet delivery system. No pericardial effusion was noted prior to the procedure. Transseptal access was obtained via an inferior anterior transseptal puncture, and heparin was administered during the procedure. The left atrial pressure at the time of the procedure was reported to be 10 mmhg. There was no reported difficulty with device implantation, and no multiple device manipulations were documented. During the procedure, a sheath exchange was performed in the left atrium, and a wire may have been placed in the left atrial appendage, possibly a versacross wire. On (B)(6) 2026, the patient presented with a delayed pericardial effusion, which was described as circumferential in nature. The effusion was not localized to a specific cardiac structure and was noted to be circumferential around the heart. A total of 900 cc of fluid was drained via pericardiocentesis, after which the patient was reported to be stable. The reporter indicated a belief that the pericardial effusion was caused by the abbott amplatzer amulet device.

Manufacturer narrative:
An event of pericardial effusion after a month of amulet device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information available, it is difficult to determine with certainty the exact cause of the reported event, including whether the amulet¿s device contributed to the pericardial effusion. The reported hospitalization, and unexpected medical intervention was result of pericardiocentesis performed for effusion. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was implanted using a 14f amulet delivery system. No pericardial effusion was noted prior to the procedure. Transseptal access was obtained via an inferior anterior transseptal puncture, and heparin was administered during the procedure. The left atrial pressure at the time of the procedure was reported to be 10 mmhg. There was no reported difficulty with device implantation, and no multiple device manipulations were documented. During the procedure, a sheath exchange was performed in the left atrium, and a wire may have been placed in the left atrial appendage, possibly a versacross wire. On (B)(6) 2026, the patient presented with a delayed pericardial effusion, which was described as circumferential in nature. The effusion was not localized to a specific cardiac structure and was noted to be circumferential around the heart. A total of 900 cc of fluid was drained via pericardiocentesis, after which the patient was reported to be stable. The reporter indicated a belief that the pericardial effusion was caused by the abbott amplatzer amulet device.